Manufacturer narrative:
Please find attached the revised analysis report.

Event description:
Very high threshold was observed in atrial tachycardia condition (approximately at 120 bpm). Intermittent pacing was effective only with 4.5v/0.5ms output on the right atrial channel.

Event description:
Very high threshold was observed in atrial tachycardia condition (approximately at 120 bpm). Intermittent pacing was effective only with 4.5v/0.5ms output on the right atrial channel.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Very high threshold was observed in atrial tachycardia condition (approximately at 120 bpm). Intermittent pacing was effective only with 4.5v/0.5ms output on the right atrial channel. The preliminary analysis confirmed the reported high threshold.